Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2013; w1tr02 crtp, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.